Event description:
It was reported that this patient¿s pump had a motor stall. No additional information was provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).